Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) connected another bag to the heater line during therapy because all of the bags were empty. The technical service representative (tsr) helped the hp end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error, reuse of single-use product, where the home patient (hp) connected an additional bag to the heater line during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.